Event description:
On (B)(6) 2010, a company rep reported e6 (mechanical) error was displayed on the pt's infusion device just after 12 am and the pt switched to her backup infusion device. She stated e6 is displayed each time the piston rod reaches 150 units remaining in the insulin cartridge. Upon follow up with the pt she stated the infusion device was making an unusual "chick chick chick" sound during piston rod retraction. She stated she has to change the insulin cartridge to clear the error. The battery had been in use since (B)(6) 2010. She stated the infusion device has not been dropped. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for eval.